Event description:
T was reported that the cartridge was leaking from the cartridge septum. There was no reported adverse impact to the customer¿s blood glucose level. The cartridge was replaced to address the issue.